Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter had displayed an error message ¿ error 5. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred at 3pm on (B)(6) 2017. The patient manages their diabetes with a combination of medications (96 units if lantus insulin, 13 units of apidra, unspecified dosages of x1 metformin and x1 glipizide, and unspecified dosages of januvia and levothyroxine per day) and did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. The patient stated that right before they tried to test their blood glucose they had developed the symptoms of ¿shakiness in hands, clammy skin, sweating, cloudy thinking and confusion¿. In response to these symptoms, an unspecified period of time later, the patient self-treated by consuming additional food and drink. At the time of troubleshooting the cca noted that the test strips the patient was using were not open longer than the discard date, expired or stored improperly, but the cca could not resolve the issue by performing a re-test with the patient. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event as the patient was symptomatic prior to the alleged product issue occurring. However, this complaint is being reported as a product malfunction as the alleged product issue could not be resolved with troubleshooting.